Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer began the load process but did not complete it. Reportedly, the pump did not declare an alarm to notify the customer that the process had not been completed. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.